Event description:
It was reported that when the package was opened, the catheter could not be pushed. As per the follow-up information received via ibc on 26may2022, it was stated that the device was used by the patient and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned for evaluation. The photo sample that was provided by the customer was a product identifier and could not be used to evaluate the reported event. A potential root cause for this event could be, "material selection" or "part geometry". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. "*activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the package was opened, the catheter could not be pushed. As per the follow-up information received via ibc on 26may2022, it was stated that the device was used by the patient and there was no impact to the patient. Per follow-up information received via ibc on 31may2022, stated that it refers to the push catheter that could not be used.

Manufacturer narrative:
The reported event was unconfirmed as the device met specifications. No root cause was provided as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the package was opened, the catheter could not be pushed. As per the follow-up information received via ibc on 26may2022, it was stated that the device was used by the patient and there was no impact to the patient. Per follow-up information received via ibc on 31may2022, stated that it refers to the push catheter that could not be used. Per follow-up information received via ibc on 05jan2023, it was confirmed that the actual stent had issue while nothing with push catheter.